Manufacturer narrative:
The account replaced the trend valve and the issue returned. Repairs have not been completed.

Event description:
The account alleged that the bed is drifting into the trendelenburg position.